Event description:
It was reported that during device change out procedure, the pulse generator exhibited loss of output after exposure to electrocautery. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).